Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number b3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion had foreign matter the following was reported by the initial reporter with the verbatim: over the last week at sln ed we have had these 4 incidences. All different nurses, different shifts. I have attached the description of the issue.

Manufacturer narrative:
H6: investigation summary one photo was received by the customer for quality investigation. The customer complaint of foreign matter was confirmed by the photo submitted. Evaluation of the photo of the infusion set tubing indicates that there is an unknown piece of foreign matter within the tubing. A device history record review could not be performed because the lot number is unknown. A route cause could not be determined because a sample was not submitted.

Event description:
It was reported that the unspecified bd infusion had foreign matter the following was reported by the initial reporter with the verbatim: over the last week at sln ed we have had these 4 incidences. All different nurses, different shifts. I have attached the description of the issue.